Event description:
It was reported that during a da vinci si partial hysterectomy procedure, the surgical staff observed arcing coming from the shaft of the monopolar curved scissors instrument. The instrument was replaced to successfully complete the procedure with no patient harm reported. This record was submitted late due to an error by the complaint analyst during the FDA esubmission process.

Manufacturer narrative:
The instrument was returned and during evaluation was found to have cracks along the main tube near the tube extension connection, likely caused leakage of energy through the main tube. No additional issues noted.